Event description:
It was reported that the right ventricular (rv) lead has increasing high impedance and thresholds causing the patient to have difficulty sleeping and fatigue. The rv lead capture threshold was reprogrammed and seems to have stabilized; however, the lead impedance continues to rise. The physician continues to monitor the patient and the lead will be re-evaluated in an upcoming appointment. Thelead remains in use. No further patient complications have been reported as a result of this event.